Event description:
Vent alarmed audibly and visually shortly after setup. Nurse uncertain whether pt was being ventilated. Nurse disconnected pt from ventilator and manually ventilated pt. There was no death and no injury.